Event description:
Device malfunction: none, symptoms/ae: aphasia (stroke), time of symptoms/ae: during the procedure. It was reported that during a percutaneous transluminal angioplasty (pta) with stent implant of the left internal carotid artery, the physician deployed an embolic protection device (epd), a rx accunet, uneventfully. He proceeded to implant the stent, rx acculink. During deployment the pt developed aphasia. Because of the aphasia, the physician decided against post-dilating the newly implanted stent. The epd was removed ending the procedure. The pt was administered tpa and integra. The aphasia was reported as resolving after two hrs but not completely resolved for two days. The pt's hospital stay was extended for observation by two days. No add'l info available.

Manufacturer narrative:
The rx acculink referenced in b5 and d11 is being reported under MFR report# 3004742046-2006-00517.